Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a high shock impedance measurement of greater than 125 ohms. The patient was seen in clinic for a device interrogation where a normal device check was performed. The system remains in service. There were no adverse patient effects reported.